Event description:
A report was received that the patient would undergo an explant procedure due to pocket pain.

Event description:
A report was received that the patient would undergo an explant procedure due to pocket pain.

Event description:
A report was received that the patient would undergo an explant procedure due to pocket pain.

Manufacturer narrative:
Additional information was received that the patient was experiencing a chronic bladder infection. Symptom includes fever. The physician does not know if the infection was device related. The patient was given antibiotics and underwent an explant procedure.

Event description:
A report was received that the patient would undergo an explant procedure due to pocket pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant at this time due to non-device related medical issues. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed visual, electrical and performance imaging tests performed. The possibility that electrical leakage from the ipg could cause pain in the patient¿s pocket site was investigated. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device case was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Device evaluation indicated that the leads were cut and only the proximal ends were returned. Damage to the leads is a result of a typical explant procedure and it is not considered a failure.